Event description:
A patient reported that they applied their v-go 20 device using proper fill, wear, and go procedure and about 3 to 4 hours later the needle button accidently popped out prior to the 24 -hour period. The patient was able to apply a new v-go device without any issues. It was reported the device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: two devices were received and evaluated for the complaint regarding the needle button released event. All devices were received, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for this device.